Event description:
Follow-up email response indicated that during the new lead placement: no new access via the subclavian vein could be established by puncture. The artery was punctured instead of the subclavian vein unintentionally. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)